Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the non-tortuous 6.7mm-diameter distal superficial femoral artery (sfa). After atherectomy, and pre-dilatation with a 7.0x150 armada balloon (inflated to 4 to 6 atmospheres for 3 minutes), a 6.5x150 6f 120cm supera peripheral self-expanding stent system (sess) was prepped per the instructions for use (IFU) and was advanced without difficulty to the lesion. The thumbslide was pushed without difficulty and all of the stent appeared to have completely deployed under fluoroscopy. The thumbslide was then retracted and the system lock and deployment lock were in the locked position per the IFU. However, when attempting to retract the delivery system, resistance was felt and it was discovered that a proximal stent strut was caught on a delivery system ratchet. Force was not applied. In an attempt to free the delivery system from the stent, the physician twisted/rotated the supera delivery system in place, popping the ratchet off of the stent strut, freeing the stent from the ratchet. The supera delivery system was then able to be withdrawn without further difficulty and there was no elongation or any other damage to the deployed stent; the stent was deployed completely within the desired target area. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.